Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the surgeon was clamping down on appendix attempting to remove, stapler was fired with no problem but when new reload was loaded green button was able to be fired but handle was not able to be squeezed. Thinking it was the reload they grabbed a new reload and tried again the same thing happened. A new handle was grabbed and this time, the green button was able to be pressed and handle squeezed but nothing happened (almost like not in firing mode). A new handle and reload were grabbed and everything went fine. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.